Event description:
It was reported that during a battery replacement, after the new stimulator was put in, impedances on the right side were showing >10,000 ohms. The extension was disconnected and the stimulator was hooked directly to the original lead, and all impedances were greater than 10 ,000 ohms. The leads were fine to start with. The physician decided to hook this lead up to the left port in the header and found that all impedances were perfect. They hook up the previous lead that was fine on the left side and put it in the port. This was done a few times to identify a possible faulty port. The stimulator was then switched out with another new stimulator. Impedances were re-run and were all good. It was decided it was a faulty port in the stimulator. There were no patient injuries and the patient recovered with no sequelae.

Manufacturer narrative:
Concomitant products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97702, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator. Product ID: 3776-45, serial# (B)(4), implanted: (B)(6) 2007, product type: lead. Product ID: 3776-45, serial# (B)(4), implanted: (B)(6) 2007, product type: lead. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: neu_unknown_ext, lot# serial# unknown, product type: extension. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Final device analysis of the stimulator revealed no anomalies.

Manufacturer narrative:
(B)(4).